Manufacturer narrative:
The following fields have been updated with additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 31-mar-2023. H6: investigation summary: bd received 5 samples and 2 photos from the customer in support of this complaint. The photos were evaluated and do not show the customer¿s failure mode of underfill. Testing of the customer samples could not be performed as the samples expired on jan 31, 2023. Additionally, 100 retention samples from the bd inventory were visually inspected, and no issues were observed with the hemoguard closures. Furthermore, 10 retention tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the closure. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the photos or the retention sample testing. The product expired 31jan2023; therefore, no customer sample testing could be performed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were would underfill. The following information was provided by the initial reporter: the customer reported several pscs reporting difficulty filling the citrate tubes from lot 2109028, item 363083. The blood is often bubbly making it difficult to determine if fill line has been met.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes were would underfill. The following information was provided by the initial reporter: the customer reported several pscs reporting difficulty filling the citrate tubes from lot 2109028, item 363083. The blood is often bubbly making it difficult to determine if fill line has been met.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.